Event description:
This spontaneous report was received on (B)(6)-2012 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using ob procomfort super 16s, for menstruation (route-vaginal, lot number- b0372w42, frequency and expiration date unspecified). After an unspecified duration, while trying to remove, the cord of the tampon broke. She stated that she felt insecure if normal or super tampons were concerned. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case (B)(4).

Manufacturer narrative:
This foreign report is being submitted (B)(4)-2012 for a device product that is considered same/similar to a us marketed device ((B)(4)). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using ob procomfort super 16s, for menstruation (route-vaginal, lot number- b0372w42, frequency and expiration date unspecified). After an unspecified duration, while trying to remove, the cord of the tampon broke. She stated that she felt insecure if normal or super tampons were concerned. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on device analysis of seven samples, no defect could be identified. The device characteristics were in compliance with the device specification. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) for a device product that is considered same/similar to a us marketed device (ob procomfort superplus 18s). This closes out this report unless additional follow up information is received.